Event description:
It was reported that during a lap low anterior resection the surgeon converted to an open procedure, due to the difficulty of the procedure not due to a device issue. During the open procedure, a contour and circular device were used to create the anastomosis. A leak was detected in the anastomosis. The anastomosis was oversewn and a diverting ileostomy was performed. The origin of leak is unknown, as the staple line appeared to be complete. There were no other patient complications reported.

Manufacturer narrative:
Device was not returned for evaluation. We did not receive a batch number or lot number so therefore, we were unable to review the manufacturing records. Complaint information is trended on a regular basis to determine if further investigation is warranted.